Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit notified with message on screen circuit gas leaking. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after three to four days of therapy, the cs300 intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm. Blood was seen in the extracorporeal tubing. The iab was removed within the next 30 minutes. The patient was noted to have done well with catecholamines. There was no patient harm reported. Reference iab catheter mfg report number 2248146-2023-00539.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) visited the site and over the weekend, time frame (B)(6) 2023, message show on the screen, "iab circuit gas leaking".* 1) balloon was packed and collected for investigation. Will await factory reply. 2) machine captured error #016, (B)(6) 2023, 18:08hrs. Could be caused by a kink in the iab catheter. Machine doesn't have any serious fault. Will let user to decide on whether to use or not.